Manufacturer narrative:
There are no reports of external trauma or excessive exertion from the patient that would be likely to have caused the component migration. The impedance issue is likely related to the migration damaging internal components. Cause of the migration is unknown, however migration of components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with the nalu pns system on (B)(6) 2023 for knee pain. In (B)(6) 2024 the patient presented for pre-MRI impedance check and reported issues with inadequate pain relief, as well as communication issues between the implantable pulse generator (ipg) and the external therapy discs. Impedances were returned during the check and imaging found lead and ipg migration. A surgical procedure was initiated on (B)(6) 2024 to reposition the implanted components, however the device was damaged during the procedure. The damaged leads and ipg were removed and new leads and ipg were implanted. Follow up visit with the patient on (B)(6) 2024 found the patient doing well, all testing on the new system returned good results, and the patient is now conditional for the MRI of the brain.